Event description:
It was reported that the physician tried to perform an ultrasound guided liver biopsy, using a disposable biopsy needle, and was unable to obtain a tissue sample. The physician used another needle with same lot number to successfully conclude the biopsy. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for evaluation. The device was visually inspected. The needle (stylet and cannula) was severely kinked/bent. As reported, the needle was bent intentionally by the doctor's assistant. No other anomalies were noted with the exception of finding that it was possible to move the stylet back and forth within the hub. As the needle was kinked/bent, the device would not fit into a magnum driver, and the vl measurements were not taken. The complaint is confirmed. A loose stylet was found during the sample evaluation. A loose stylet could create a gap at the sample notch which could prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current instructions for use (IFU) states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.